Manufacturer narrative:
Intermittent button response due to moisture damage on the keypad traces. The pump was received with normal operating currents. No unexpected failed battery test alarms or battery out limit alarms noted. The pump had no faded letters on the screen. However, the pump had missing segments due to a cracked lcd zebra connector. The pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a battery out limit. The customer reported that a failed battery test alarm occurred after clearing the battery out limit alarm. The customer also reported that the keypad stopped working during troubleshooting. The customer reported that the display seemed to fade out and they could not see the menu options. The customer reported that the insulin pump was alarming at the time of call. The customer's blood glucose was around 200 mg/dl at the time of incident. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that the battery cap was not missing or damaged. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis. The insulin pump will be returned for analysis.